Manufacturer narrative:
Final analysis found a partial lead was received in two portions for analysis. The connector portion measured 4.4cm while the distal portion measured 40.5cm from the distal tip. As received, visual inspection of the lead found an external insulation abrasion 36.4cm ¿ 36.7cm from the distal tip, breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impressions. The cause of the external insulation abrasion is consistent with friction to the device can. Electrical testing that could be applied on the returned portions did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This is to report an event observed during analysis.